Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 44 months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that during a routine follow up the stent graft was found to have migrated. The stent graft migration was attributed to disease progression. The decision was made to address the stent graft migration with an endurant cuff and this successfully resolved the migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: migration, disease progression. Conclusion: disease progression.